Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged couple device unit, the image is not displayed; due to data error of scope identification, b30 scope communication error occurs; cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for inspection. During the device analysis, the investigator indicated the image is not displayed, b30 scope communication error, and image noise occurred. There was no patient involvement.